Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a generator change out procedure. During the procedure, it was discovered that the pacemaker was in backup vvi mode. Later on the pacing was further suppressed and patient had low heart rate. The cause may have been exposure to electrocautery. Device was replaced with out incident. Patient was stable after the event.

Manufacturer narrative:
The damage found was sustained during procedure. The pacemaker was otherwise normal.